Event description:
It was reported that the right-atrial (ra) lead and the right-ventricular (rv) lead exhibited sensing of noise. As a resolution the ra and the rv lead were explanted and replaced. The patient condition was stable.